Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that during pt use, the heartstart mrx screen flickered, at which point the ac and battery was removed and the unit was powered off. Another defibrillator was used to convert the pt with no reported pt impact. It was later clarified by the customer that the heartstart mrx would power up and cycle after the splash screen.